Event description:
As reported via legal documentaition, a patient had left knee replacement surgery on (B)(6) 2014. They subsequently underwent left knee revision surgery on (B)(6) 2023, approximately 8 years 9 months post primary procedure. The patient has claimed the following injuries and complications: surgical revision and other medical treatment, pain, swelling, stiffness, loss of motion, weakness, instability, and other injuries and/or complications. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2023-02180.